Manufacturer narrative:
An event of difficulty traversing the pulmonary artery, pericardial effusion, and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on 29 sep. 2021, that a 3/2 amplatzer piccolo occluder was selected for implant using a 4 f amplatzer torqvue lp catheter. The patient was 25 days old, 650 g, with patent ductus arteriosus (pda) dimensions of: minimal diameter 1.77 mm. During the procedure it was difficult to traverse into pulmonary artery (pa) and across the pda. Once across the pda defect a catheter exchange was performed for the torqvue lp catheter. At this time the patient blood pressure (bp) started dropping a bit and the heart rate increased. The physician thought that the catheter was possibly depressed against the valve. The pda was sized and the 3/2 amplatzer piccolo occluder was deployed intraductal and released. Once the device was released a transthoracic echocardiogram (tte) was performed and revealed a pericardial effusion. The team spent hours working on the patient but they unfortunately expired on 29 sep. 2021. The physician alleges that the cause of death was likely due to the patients comorbidities. No additional information was provided.